Event description:
The pt was undergoing a laparoscopic hysterectomy. The trocars had already been inserted and the surgeon introduced the disposable laparoscopic device. It was noted on the screen that the tip ends were missing. The team was uncertain whether the tip disengaged and was inside the pt or whether the tips were missing when the device was removed from the packaging. An abdominal kub (kidneys, ureters, bladder x-ray) was performed which was negative for a foreign body. The garbabe bin was thoroughly searched, and the floor was swept with a metal detecting roller. The tips could not be found. There was no injury to the pt. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).